Event description:
It was reported that the patient was monitored via merlin.net. Review of the transmissions indicated that the right atrial lead exhibited noise oversensing, resulting in inappropriate mode switching. Lead revision was suggested.

Manufacturer narrative:
Further information was requested but not received.